Manufacturer narrative:
(B)(4). The analysis of the returned device did not confirm the reported device issue. The whole monofilament was returned loose and no knot was formed. This is consistent with successful needle deployment and suture retrieval. Based on the results of the investigation, the suture was pulled out from the artery. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). Estimated date of occurrence (reported as occurred approximately 1-2 weeks ago). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, after suture deployment and the needle plunger was retracted, a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.